Manufacturer narrative:
The biomedical engineer (bme) reported that their transmitter randomly discharged a patient. No patient harm or injury was reported. This ticket has been created to document the hospital's department logs. The hospital will not be providing any additional information. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: the following device was used in conjunction with the transmitter. Concomitant medical devices: central nurse's station (cns), model #: ni, sn #: ni, approximate age of the device: ni (no serial number was provided, so the age of the device is unknown.), device manufacturer date: ni, unique identifier (UDI) #: ni.

Event description:
The biomedical engineer (bme) reported that their transmitter randomly discharged a patient.

Manufacturer narrative:
Details of complaint: on 9/30/2019 customer sent in a log entry stating: "random discharge". Customer could not provide additional information on the log entry. Investigation summary: additional information regarding the log entry could not be obtained, therefore the root cause of the reported issue could not be investigated. No CAPA is required at this time.

Event description:
The biomedical engineer (bme) reported that their transmitter randomly discharged a patient.